Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was suspected to have a possible fracture as the impedance was noted to be high and oversensing/noise was noted in non-sustained episodes and short v-v intervals. The lead was explanted and replaced. The replacement lead was noted to have high/undefined rv coil impedance. The lead was removed and another lead was implanted. This second replacement lead also had high/undefined rv coil impedance, so a device issue was suspected. The device was replaced and the second replacement lead was then noted to have an impedance that was okay. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary :the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.